Event description:
A philips employee became aware of a journal article (published online 01feb2025) ¿late stent thrombosis six months after ultrathin-strut covered stent implantation in lesion with calcified nodule¿. The report retrospectively reviewed a case of a 72-year-old female underwent pci of a right coronary artery lesion with calcified nodules using elca (0.9 mm). During the index pci, a coronary perforation occurred and was treated by implantation of an ultrathin-strut covered stent (pk papyrus 2.5 × 20 mm). Because of protrusions at the proximal edge of the covered stent, an additional durable-polymer everolimus-eluting stent (xience skypoint 3.0 × 8 mm) was implanted overlapping/adjacent to the covered stent. Six months after the procedure, the patient presented with sudden chest pain and inferior stemi; angiography showed total occlusion at the covered-stent segment and the event was diagnosed as late stent thrombosis. After thrombus aspiration and balloon pre-dilatation, oct and angioscopy found the covered-stent struts were fully covered by neointima with thick neointimal hyperplasia, while approximately half of the dp-ees struts were uncovered and some were malapposed. The lesion was treated with a scoring balloon followed by a drug-coated balloon with final angiography showing adequate expansion and flow; the patient improved and had no recurrent chest pain at 3-month follow-up. The date of procedure was not listed for these events; therefore, 01feb2025 has been used, the date of publication. Higashino n, ishihara t, tsujimura t, et al. Late stent thrombosis six months after ultrathin-strut covered stent implantation in lesion with calcified nodule. Journal of cardiology cases. 2025;31:46¿48. Doi:10.1016/j.jccase.2024.11.002. This report captures the perforation and acute mi due to late stent thrombosis that occurred after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient date of birth - not provided. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from japan, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, perforation, thrombus, and myocardial infarction are listed as potential adverse events with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.